Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed oversensing electromagnetic interferences (emi) or myopotentials on the pacemaker. Programming changes were recommended. No patient symptoms or intervention was reported.